Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Fse report: complaint verified - found frequency meter display intermittent. Panel meter replaced and checked. Calibration passed.

Event description:
The customer reported the hertz (hz) was intermittently working. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.